Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump display detached from the pump. There was no reported adverse impact to customer¿s blood glucose level. The customer declined to share an alternate method of insulin therapy.